Event description:
It was reported that pump displayed malfunction alarm 16-0x20e6, and no further event details or blood glucose readings were provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor coordinated replacement pump while awaiting device return for investigation.